Event description:
It was reported that bd nexiva leaked. Samples were being testing as part of dv burst pressure testing for project cc-2023-716 compliance to yy/t 1282 standard. Nexiva products were ramped to a pressure of 300 psi and then held at that pressure for 30 seconds. Several parts were observed to leak from the septum (spray) below the 300 psi requirement.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.